Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition for the 03.010.046 lot number 7774607 percutaneous insertion handle was likely caused by rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The device was returned and reported to have not been able to attach to the aiming arm during surgery. This condition is confirmed; the outermost hole that connects with the aiming arm is deformed and is no longer within tolerance. It is likely that rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 3/2012 and is over three years old. The balance of the returned device is in otherwise fairly good condition with only a few markings along its length. No ncrs germane to the complaint condition were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: march 01, 2012. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right mid-shaft femur fracture repair, upon attaching an intramedullary nail (im) to a percutaneous insertion handle, the alignment of the aiming arm was checked for proximal screws. The aiming arm would not attach to the insertion handle, so it was disconnected from the nail and was reattached to the standard insertion handle. The percutaneous insertion handle was noted to be bent. The surgical team then attached the aiming arm which connected to the standard arm. They checked the alignment of the proximal screw holes. When the alignment was confirmed, they proceeded to implant the nail and implant the corresponding locking screws. There was a reported surgical delay of three (3) minutes. The case was successfully completed without further incident or patient harm. This is report 1 of 1 for (B)(4).